Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was not powering on. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated he does not recall when the alleged power issue began. The patient reportedly manages his diabetes with 15u lantus, 10u novolog, 3x per day and reportedly continued to take his usual doses in response to the alleged issue. The patient claimed that he developed symptoms of "sweating and confusion" as a result of not being able to check his blood glucose and denied receiving any form of treatment other than taking his usual doses of medication. The patient could not recall how much time had elapsed between from the time the alleged issue occurred to the start of his symptoms. At the time of troubleshooting, the patient informed the cca that the subject meter had gotten wet and therefore would not work. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.a 510(k) # is k053529.

Manufacturer narrative:
Follow-up #1 ((B)(6) 2011)-device evaluation: the meter involved this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the returned meter failed testing. There was contamination found on the meter's pc board. In addition, the meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.